Event description:
It was reported by the point of contact that the item is flashing an e1 error code. There was reportedly no patient involvement.

Manufacturer narrative:
Additional information will be provided once investigation is completed.